Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The hospital's biomed reported the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The hospital's biomed reported the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had sound but it was very distorted and does not sound like a beep. The speaker was replaced and the device was returned to the customer.